Event description:
It was reported that log files were submitted for review and low power advisory and power cable disconnect alarms were observed on both the white and black power leads. The batteries and battery clips were reportedly cleaned but it did not resolve the alarms. The controller was then exchanged due to a suspected faulty white power cable. It was noted that if the cable was moved near the battery connection, it would disconnect from power. The low power advisories and atypical power cable disconnect alarms reportedly resolved after the system controller exchange.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of atypical low power advisory and power cable disconnect alarms was confirmed via the submitted log file. However, the reported damage to the system controller white power cable was not confirmed, as the heartmate 3 system controller (serial number (B)(4)) was not returned for analysis. In addition, there were no photos submitted that would indicate an issue with the system controller. The submitted log file contained 256 events within approximately 5 hours (08:23:09 ¿ 13:26:39 on (B)(6) 2022 per the timestamp. The log file captured atypical power cable disconnect and low voltage alarms due to the relative state of charge (rsoc) voltage on both power cables dropping to approximately 0 volts; the alarms were associated with rsoc faults. The atypical alarms cleared when the rsoc voltage levels increased to their appropriate levels. All the atypical alarms occurred while connected to 14v batteries. The captured alarms did not affect the controller¿s ability to operate the pump at the set speed. Per customer information, the controller will not be returning for evaluation. As a result, this analysis could not determine the root cause of the reported events. The device history records were reviewed, and those records revealed that the system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), power cable disconnect and low power advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ and heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use, including the controller and backup battery. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.